Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt's mother reported her son's blood glucose level reached more than 600 mg/dl on (B)(6) 2011. Mother stated the blood glucose meter read "hi". Mother reported the infusion device displayed an e6 (mechanical error) message first and then an e2 (battery depleted) error message later. Mother stated they replaced the battery with a new one immediately and the infusion device seemed to work. Mother reported during the evening, the pt's blood glucose level started to increase so they replaced the infusion set cannula and the infusion set as well. Mother stated the pt's blood glucose level didn't decrease although he received several corrective boluses. Mother reported in the late evening, they checked the pt's blood glucose level again and discovered it was higher than 600 mg/dl. Pt's normal blood glucose range was not provided. Mother stated the pt was able to solve the concern by switching the infusion device with the backup one and in 2 days, his blood glucose levels became stable. Mother reported they don't have confidence in the infusion device's delivery. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.